Manufacturer narrative:
This report is part of a retrospective review and remediation.

Event description:
Medtronic received information that sensor updating/sg not available, no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.